Manufacturer narrative:
One un-used sample was returned for evaluation and activated in the lab without issue. As no issues were found during investigation, a root cause could not be determined. The device history record review was completed on the reported lot number v2e092, and the lot was manufactured and released in compliance with all requirements. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Exploded in their hands while they were warming infants heel.